Manufacturer narrative:
Unit was received from the field for eval. Refer to eval number: (B)(4)- unit were received opened. Found damaged to molded connector housing on alignment key. Appears customer is forcing the connector with the arrow facing up instead of towards the red indicator dot on the unit. Units functioned within all specs with connector installed properly. The DHR for microtip lot 16513-04 was reviewed and showed that the units met mfg specifications when released and there were no issues related to the complaint. (B)(4).

Event description:
Before procedure started, both hand piece delivered error message; check hand piece. Both hand pieces primed properly. After failure of both hand pieces, they were replaced with a new one from rep trunk stock and it functioned properly.